Event description:
It was reported that shortly after initiating intra-aortic balloon (iab) therapy, there was a "sensor failure" message on the intra-aortic balloon pump (iabp) and an inaccurate blood pressure reading. The hospital staff tried removing and reconnecting the fiber optic cable but this did not resolve the issue. They then disconnected the fiber optic cable and transduced the inner lumen to obtain pressure reading. A waveform was present, they zeroed and the issue was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).